Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident no issues were found, by the time the device was inspected, station was working as designed. The device was rebooted by the technical support specialist as preventative maintenance on the station. It was confirmed that no errors were found. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system froze during a procedure preventing users from logging in to access medication. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system froze during a procedure preventing users from logging in to access medication. Event caused slight delay for the provider to access the medication. No other information was provided by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-sep-2021 to 07-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device unexpectedly froze and did not allow provider to log in during a procedure. A technical support specialist logged into the station with no issue. Tried to contact the customer to address the issue or if additional support was needed and received no response. The case was closed after the issue had been resolved by the customer.